Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was kinked due to handling. In addition, the main coil was kinked, stretched and prematurely detached. The main coil was returned for analysis whereas the information provided indicates that it was implanted. The returned device was inspected and the main coil appears to have been partially detached and then broke off physically. Procedural fluid was noted on the device which can cause detachment issues. Functional testing could not be performed due to the condition of the returned device. Based on the information currently available and the analysis of the returned device, an assignable cause of operational context caused will be assigned to the reported main coil failed/unable to detach, main coil broken/fractured and to the analyzed main coil kinked/bent, main coil stretched and main coil prematurely detached/separated inside patient. The issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During the procedure of left mca (middle cerebral artery) embolization for an aneurysm (length: 3.5mm. Diameter: 3.0mm), it was reported that after inserting the subject device into the aneurysm, the coil couldn¿t be detached after it formed. Therefore, the physician replaced a new detachment system and it still couldn¿t be detached. So the physician decided to withdraw the coil, however when doing this half of the main coil fell into the aneurysm. The physician left the dropped coil in the aneurysm. No clinical consequences reported to the patient.

Event description:
During the procedure of left mca (middle cerebral artery) embolization for an aneurysm (length: 3.5mm. Diameter: 3.0mm). The physician placed 6f guide catheter under the guiding of slim guide wire to go into the ica (internal carotid artery) c2 segment. Then the physician delivered the stent catheter to pass the lesion and delivered the stent to the lesion. Used guidewire to work with microcatheter to go into the lumen, then withdrew the guidewire and half-deployed the stent. Flushed and inserted two coils normally. When delivering the third coil (subject device), after flushed and inserted it into the microcatheter and the aneurysm, the coil couldn¿t be detached after it formed. The physician replaced a new detachment system and it still couldn¿t be detached. So the physician decided to withdraw the coil, however when doing this the main coil was broken and half of the main coil fell into the aneurysm. The physician left the broken main coil in the aneurysm. No clinical consequences reported to the patient.